Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no irregularity with the device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the perforation occurred due to an excessive amount of conduction. The above device handling has warned in the instruction manual as follows. When applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a polypectomy, the subject device was used. The device did not work as usual. The patient perforated. No further information was obtained.